Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Unable to download event log. Simulated use testing was performed. The customer's reported problem regarding "showed lec 1660 code" was able to be duplicated. Power up of the pump displayed error code lec 1660. Simulated use was able to power up the pump but unable to download the event log or read out the pump error log. The pump displayed constant alarm and error code 1660. The pump was opened and inspected, and the inspection found corrosion on the mp board and evidence of fluid ingression inside the pump. The mp board will be replaced to address the error code problem. The problem source is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code lec 1660. No adverse effects were reported.